Event description:
Hcp reported infection of the pt's gastric pocket site with symptoms of tenderness, fever, and erythema. Staphylococcus was the culture organism. Pt was treated with IV vancomycin and in 2001, "removal of pacer". The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.